Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Abnormal uterine bleeding [abnormal uterine bleeding]. Discomfort - vagina [vulvovaginal discomfort]. Consumer suspects that the product is counterfeit [suspected counterfeit product]. Applicator of the product was pushed out, the cotton was exposed, and there was a lot of fluff - tampon [device physical property issue]. There was residue, tube was broken [device breakage]. Case narrative: consumer reported via e-mail that the tampon tube was broken and there was residue. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Abnormal uterine bleeding [abnormal uterine bleeding] . Discomfort - vagina [vulvovaginal discomfort] . Consumer suspects that the product is counterfeit [suspected counterfeit product] applicator of the product was pushed out, the cotton was exposed, and there was a lot of fluff - tampon [device physical property issue] . There was residue, tube was broken [device breakage] . Case narrative: consumer reported via e-mail that the tampon tube was broken and there was residue. No serious injury reported.